Event description:
Device 2 of 2 . Reference MFR. Report#: 1627487-2016-02384. Follow-up revealed the patient was hospitalized for only a day. It was also reported the infection resolved over time.

Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02384. It was reported the patient was admitted to the hospital on (B)(6) 2016 due to a suspected infection. Further information is unknown at this time.